Manufacturer narrative:
(B)(4). D6b: explant date - (B)(6) 2015. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial knee arthroplasty on an unknown date. Subsequently, the patient underwent a poly revision due to unknown reasons. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the provided radiographs would not enhance the investigation as they are dated after the revision of the articular surface. A definitive root cause cannot be determined. The complaint not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.